Manufacturer narrative:
Qn # (B)(4). Sample will not be returned for eval.

Event description:
It was reported that during insertion in the neonatal ICU the user pulled the guide wire that was stuck in the catheter which caused the guide wire to unravel. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complication to the pt as a result of this occurrence. The insertion site was the umbilical region.